Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
This trackwise record has been identified a duplicate record of an existing record based on a review of the event date, complaint and instrument details, crc. Please refer to (B)(4); sr# (B)(4) for additional information. No further investigation is required and thus this record will be closed as a duplicate record.